Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a motor disconnected alarm, motor stoppage, and reduction in pump flow could not be confirmed nor reproduced through this evaluation because no primary console log file data from the time of the reported event is available for review and no product was returned for investigation. A specific cause for the reported event could not be determined through this evaluation. It was reported that while the patient was on the CT scanner table, the rvad centrimag motor stopped and the system produced a m2 (motor disconnected) alarm. The lvad flows dropped to less than 1 lpm. The rvad circuit was inspected, which reportedly revealed that all connections were intact. The motor briefly restarted and then stopped again. At this time, the rvad motor and primary console were replaced and the rvad was restarted. Both the lvad and rvad flows were able to be returned to pre-event values. After the patient¿s CT scan, the malfunctioning rvad motor and console were removed from service and tagged. At the time of the event, the patient¿s mean arterial pressure (map) dropped to 45 mmhg. The patient was administered 500 ml of plyte as well as (B)(4) unit of vasopressin via IV push. The patient¿s map subsequently returned to the 60s with no major adverse effects noted. Multiple attempts were made to obtain additional information from the customer regarding this event, including the serial numbers of the devices in use as well as whether any products would be returned for evaluation; however, no additional information was provided and no product has been returned to date. The complaint file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch: mw5089659. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that while the patient was on the computed tomography scanner table, their rvad motor stopped with a motor disconnected alarm. The lvad flows dropped to <1 lpm. The rvad circuit was inspected revealing all connections were intact. The motor briefly restarted and then stopped again. At this time, the rvad motor and console were replaced and the rvad was restarted. Both lvad and rvad flows were able to be returned to pre-event values. After scan, the malfunctioning rvad motor and console were removed from service and tagged. From a nursing standpoint patient mean arterial pressure (map) dropped to 45, 500 ml of plyte given as well as 1 unit of vaso IV push. The map returned to 60's. No additional information was reported.